Event description:
It was reported that during an implant procedure, the atrial lead screw in would not retract. Another lead was implanted. The patient is enrolled in the protect pace clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).